Manufacturer narrative:
The patient reported a very noticeable pain during an insulin injection at home.the customer didn't return any needles for investigation. The investigation included a review for any internal deviations during production, which showed no abnormalities or deviations from the validated manufacturing process. Penetration force testing was also performed with 5 samples retained from the same batch number. None of the needles tested from the same batch reached beyond the maximum. Penetration force of 1.0n (max 0.7 per (B)(4)).

Event description:
The patient reported a very noticeable pain during an insulin injection at home.